Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was confirmed. It was determined that a cut in the cable had caused the no image. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the camerahead did not transmit an image during a laryngoscopy. The procedure was completed with a similar device. There was no delay or reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was determined that the reported phenomenon of ¿no image¿ likely occurred due to a cable breakage which prevented the video function to not work properly. Olympus will continue to monitor field performance for this device.